Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The pump also had minor scratches on the display window.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that the act button was sticking and unresponsive sometimes. Customer's blood glucose was unknown. Customer recent blood glucose was 105 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.